Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. Of the two malfunctions, two patients were involved with zero patient consequences. The weight of one 57 year old female patient was not provided. The age, weight, and gender of one patient was not provided.

Manufacturer narrative:
H10: the lot numbers for the two malfunctions were provided and a lot history review was performed. One device was returned and a split was identified. The second device has not been returned for evaluation, therefore, the one malfunction is inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. One trending code was changed to (1069 - break) for one malfunction. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for one out of two malfunctions and a lot history review was performed. Of the two reported malfunctions, one device and two photos were returned for evaluation. For one of the malfunction that provided sample and two photos, the investigation confirmed for fracture, material deformation and material discoloration issues. For the remaining malfunction, the investigation inconclusive for leak as no sample was provided for review. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. Of the two malfunctions, two patients were involved with zero patient consequences. The weight of one 57 year old female patient was not provided. The age, weight, and gender of one patient was not provided.

Manufacturer narrative:
The lot numbers for the two malfunctions were provided and a lot history review was performed. One device is expected to be returned and a photo was provided. The company is still investigating the malfunction at this time. One device has not been returned for evaluation, therefore, the one malfunction is inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. Of the two malfunctions, two patients were involved with zero patient consequences. The weight of one 57 year old female patient was not provided. The age, weight, and gender of one patient was not provided.